Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, it was reported that one revision surgery was performed due to osteolysis while using an unkn reflection metal cup implant. However, the data presented in the aged article, ¿comparative study on high cross-linked and traditional polyethylene cup liners in total hip arthroplasty, ¿ did not provide insight or relevance to current clinical outcomes for the device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that on literature review synergy cementless stem system in the article comparative study on high cross-linked and traditional polyethylene cup liners in total hip arthroplasty. One revision surgery was performed due to osteolysis while using unkn reflection metal cup impl.